Event description:
It was reported a patient's atrial lead presented with oversensing noise. Programming changes were made to disable the atrial lead and it was explanted and replaced in a procedure on (B)(6) 2022. The patient was recovering.